Event description:
This x-ray system during a procedure had a system error occur with the message, "digital processing unit not available". A system restart was unsuccessful in restoring the system's operation.

Manufacturer narrative:
Method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.